Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 55mm diameter abdominal aortic aneurysm. It was reported that during the index procedure that immediately after the implantation of the endurant stent graft on the cia the physician attempted to implant an a non medtronic stent graft. It was reported that during the attempt of implantation that a type ib endoleak was detected. The physician placed coils on the right iia and then the non medtronic stent graft was successfully implanted on the eia. The procedure was successfully completed but the event remains unresolved. Per the physician, the cause of the event due to patient anatomy. No additional clinical sequelae were reported, and the patient will be monitored.